Event description:
During an implant procedure, the device was unable to be interrogated with bluetooth (ble) telemetry, but was able to be interrogated using inductive telemetry. The session was ended and when the device was interrogated again, the device was able to be interrogated using ble telemetry. The device was implanted. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of bluetooth (ble) telemetry being unavailable during the first two interrogations was confirmed. Based on the information provided, it was seen that the ble channel was closed, which prevented the telemetry from switching from inductive to ble. The root cause was determined to be due to interference. The cause of the interference was unknown. The programmer was performing per design.